Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged a few days after implant. It was additionally noted that the lead was difficult to place. The lead was explanted and replaced with an epicardial lead. No patient complications have been reported as a result of this event.